Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 260 to 278 mg/dl at the time of the call. The customer had been having highs of around 300 to 450 mg/dl for a few days and received emergency medical assistance . The customer used the pump and manual injections to treat the highs and was given intravenous glucose for the low. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had a flu during the time of the incidents. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.